Event description:
Reporter indicated a patient implanted with the vns was experiencing frequent vomiting and syncopal episodes. The patient also has a low body temperature of 34 degrees celsius. The patient has been hospitalized several times in the previous 3 weeks. The vns was activated on (B)(6) 2012 after being implanted on (B)(6) 2012, and there were still no changes to the patient's condition. Attempts for additional information are in progress.

Event description:
Additional information was received on (B)(6) 2013. The vomiting began one week after initials implant. The patient was faint and hypothermic. It was initially decided to turn off the device, but due to prevention of the issues, it was not turned off. No causal or contributory programming or medication changes preceded the onset of the vomiting. The patient did not have a medical history of vomiting. During the episodes of hypothermia, the body temperature was 34.7-35.3 degrees c but returned to 36.8 degrees c. The hypothermia occurred twice, three weeks apart and resolved to normal body temperature after several hours. The hypothermia was preceded by vomiting and fainting. During the first occasions of hypothermia and vomiting, the patient's device was not turned on. The second occasion occurred several days after the device had been turned on to the lowest setting. The stimulation had no effect on the events. The hypothermia was treated with warm blankets and keeping the patient in observation. It is unknown if causal or contributory programming changes, medication changes, or other external factors precede the onset of the hypothermia. The patient does not have a pre-vns medical history of hypothermia and not potential physiological/genetic disorders which may have contributed to the hypothermia. The generator was not turned off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional prior to distribution.